Manufacturer narrative:
Only the device's power cord was returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a ventilator's power cord failed. There was no harm or injury reported. During the evaluation of the power cord at the manufacturer's quality assurance laboratory, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.